Event description:
A customer reported that a vancomycin infusion was hanging approximately an hour and the pt noticed that none had infused. The primary and secondary tubing were changed and there were no other problems. Customer stated that no further pt/event information is available. There was no report of pt harm.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.